Manufacturer narrative:
The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. Exemption number: e2019001 -permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.na

Event description:
This is filed for air embolism. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 3-4 and a small atrium. It was reported that air was introduced into the anatomy during flushing of the steerable guide catheter (sgc) and after removing the dilator. Aspiration was performed to remove the air. Two mitraclips were implanted, successfully reducing mr to 1. After the procedure, paresis was noted in the right arm and leg. In the physician's opinion, the paresis was due to air embolism that was caused by the sgc. A few hours later the paresis of the leg was resolved, however a light paresis of the arm was still present. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The reported patient effect of pulmonary thrombo-embolism (air embolism) and stroke as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. All available information was investigated and a definitive cause for the reported sgc leak (air) and the stroke cannot be determined. The reported air embolism and weakness were a result of procedural conditions. There is no indication of a product quality issue with respect to manufacture, design or labeling. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
Subsequent to the initially filed medwatch report, the following information was received: the paresis in the arm was still present after 24 hours and it was reported that a stroke occurred. Complex inpatient rehabilitation was done. No additional information was provided.